Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the ceramic head has scuffing on the outside radius and also inside of the taper. The returned liner has indentations on the outer radius of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was being revised due to the 44mm active articulation ploy ball disassociating from the 28mm ceramic inner ball after a closed reduction in an ER setting. The surgeon revised to a 44f dual mobility vivacite ball and a ceramic 28mm head when the patient showed up in the ER. The surgeon who performed the revision did not do the primary surgery. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157850 m2a-magnum pf cup 50odx44id lot number 249530. 193009 echo b-mtrc mp fp so 9 lot number 681140. 12-115110 cer bioloxd mod hd 28mm std nk lot number 2983168. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.